Event description:
A patient experienced an inferior myocardial infarction and arrested at home. Following her admission to hospital, a temporary apcemaker was inserted and operated in demand mode. Several hours following the pacemaker insertion, she arrested again. Review of the EKG strips indicates the pacer fired on the t wave of a pvc and ventricular fibrillation followed. The patient resumed her previous rhythm following resuscitation. Evaluation of the equipment revealed loose cable connectors. Following replacement of the cable, no further pacer problems were noted.additional equipment in use at the time of the event includes: pacer box cordis corporationdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: expected wear/deterioration, none or unknown, other, connection or adapter failure loose, corroded, broken set. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.